Event description:
It was reported during surgery that a screwdriver broke. No adverse patient consequences were reported. Requests for additional information were made to no avail.

Manufacturer narrative:
The reported 1.5mm hex driver tip, locking groove was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 1.5mm hex driver tip, locking groove (part number 80-0728) batch/lot number is unknown. Based on the information received, the root cause could not be determined.